Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her entire scs system was removed. It was noted the physician attempted to remove the patient's lead only, however, the patient could not tolerate the procedure.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. Subsequently, the patient will undergo surgical intervention as the next course of action.